Manufacturer narrative:
Final analysis found the complete lead was returned in one piece measuring 75.5 cm. The reported event of loss of capture was not confirmed in the laboratory. Analysis was normal. No anomalies were found.

Event description:
It was reported that the asymptomatic patient presented in clinic for a scheduled pulse generator check. Upon interrogation of the device, it was discovered that the left ventricular lead exhibited loss of capture. The left ventricular lead was found dislodged and pulled back into the main coronary sinus and lower right atrium. On (B)(6) 2019, the lead was successfully explanted and replaced. The patient's condition was stable and the patient had no complaints post procedure.